Manufacturer narrative:
Product analysis: just the head returned. There are witness marks on the bottom of the head were it appears that the head came in contract with another object. There is deformation on the ring of the mas where the bone screw pushed through. There is damage to the inside portion of the saddle that the cause of is unknown. They bone screw would have allowed for a more through analysis of the root cause. With the information gained from the part received it would appear the retaining ring was overloaded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, when the surgeon wanted to go deeper into the pedicle with the implant, the screw head of the implant came loose from the rest of the screw. The product came in contact with the patient. The product broke. No fragment of the implant remaining in the patient. No patient complications were reported.